Event description:
Boston scientific received information from a non-boston scientific field representative that this sub-q array lead was damaged with a suspected fracture. Shock impedances were reported to be greater than 200 ohms and the patient received numerous unnecessary shocks. However, it was reported that the patient did not feel these. The status of lead was unknown. All evidence suggests the lead remains in service as there was no resolution or intervention reported. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon further investigation, the model/serial asset was corrected. (B)(4).